Manufacturer narrative:
Patient is over 18 years old. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal ligation procedure on (B)(6) 2011. According to the complainant, during the procedure, the bands would not deploy. The first band remained on the ligator head post deployment; therefore, hindering subsequent bands from deploying. Reportedly, the physician did not turn the handle until they were ready for deployment. A second speedband superview super 7 multiple band ligator device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be okay post procedure.